Manufacturer narrative:
The reliability analysis inspected 2 opened and or used partial sensors and performed visual inspection and found 1 of 2 sensor cannulas to be broken, and the broken part was still in tubing. It was unable to be confirmed that the customer received sensors in said condition due to customer having returned them opened and or used. One remaining opened and or used sensor had performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they have received sensor errors and calibration errors. The customer states they removed the needle hub and the cannula came out with it. The customer's blood glucose level at the time of incident was over 120mg/dl. Troubleshoot was conducted and the sensors would be replaced and returned for analysis.